Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient correspondence: patient stated they believe that their cement has failed. Update 4/12/2017- complaint was sent to the ortho complaint handling group. Update 4/24/02017- follow-up email sent to patient to obtain product/ complaint information. Update rec'd 4/29/2017- patient responded to depuy. Patient had bi-lateral depuy knees implanted. He states he started to experience "movement" in knee 2 months post-surgery. At the time his surgeon believed the looseness would go away after the muscles strengthened. About 5 months post-op, the looseness/ movement was in both knees. The surgeon stated that the liners may have been undersized. Patient's left knee was later revised and the revising surgeon stated it was due to the cement failing and causing loosening. The right knee has not been revised yet. Loosening is suspected but currently the only confirmed complaint is of movement/ instability. Update- 4/29/2017 and 5/4/2017- patient submitted operative notes and implant sticker sheet, patient response email. The operative notes are attached to the "(B)(4) patient email (B)(6) 2017." Medical records reviewed. Left knee revised for pain and loosening. Right knee currently unrevised. An additional cement was added to the complaint. There is no new information to affect the existing MDR decision. This complaint was updated on 5/16/2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   added: description of event or problem. Corrected: adverse event problem. UDI: (B)(4). No code available was used to capture medical device removal and surgical intervention.

Event description:
Corrected code for swelling and medical records alleges tibial loosening at the bone to cement interface.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6 (patient). H6 patient code: no code available (3191) was used to capture joint instability.